Manufacturer narrative:
Device evaluation: nine (9) investigations were completed during the period. For one of the devices the product was received incomplete and functional testing was unable to be done. For the rest of the devices no issues were found. A review of the records related to the devices that included labeling, manuals, trending, and risk documentation reviews was performed. A review of the device history records (DHR) showed that the devices and its components met all specifications prior to being released. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. No product deficiency was identified. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
List of all lot numbers of the devices and quantity 60506730 (x7), 60504466 (x6), 60491594 (x5), 60487821 (x5), 60475840 (x5), 60483039 (x4), 60438013 (x3), 60358903 (x3), 60432228 (x3), unknown (x3), 60493225 (x2), 60493224 (x2), 60485637 (x2), 60508895 (x2), 60306950 (x2), 60499859 (x2), 60454686 (x1), 60489878 (x1), 60444545 (x1), 60338314 (x1), 60491596 (x1), 60435019 (x1), 60319241 (x1), 60471936 (x1), 60403114 (x1), 60341112 (x1), 60417230 (x1), 60423183 (x1), 60444547 (x1), 60429451 (x1), 60483038 (x1), 60475838 (x1), 60428228 (x1), 60343420 (x1), 60477945 (x1), 60465454 (x1), 60468464 (x1). Fourteen (14) investigations were completed during the period. No product deficiency was identified. A review of the records related to the device that included labeling, manuals, trending, and risk documentation reviews was performed. A review of the device history record (DHR) showed that the system and its components met all specifications prior to being released. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
This report summarizes 77 malfunction events. The events were related to suction loss during laser fire. There were no patient injuries reported associated to the events.

Manufacturer narrative:
Device evaluation: fifty (50) investigations were completed during the period. Twenty one (21) devices were returned for investigation. From those one (1) was returned broken and was not able to be functionally tested. For the remaining test were within specifications. No product deficiency was identified. A review of the records related to the device that included labeling, manuals, trending, and risk documentation reviews was performed. A review of the device history record (DHR) showed that the system and its components met all specifications prior to being released. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Manufacturer narrative - device evaluation: one (1) investigation was completed during the reporting period. One (1) product was returned incomplete, and testing could not be performed. A review of records including device history and complaint trending was performed. Records showed devices met specifications prior to being released. No product deficiency was identified. All pertinent information available to johnson & johnson.